Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken. When functional test was performed, a test needle was loaded into the device and was tested, the needle did not deploy as normally and got stuck. The trigger had to be manually pushed back to retract the needle to its original position. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes (B)(4) quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to a lack of maintenance since this device is reusable, the continuous use can cause internal build up of debris in the internal parts leading to hard deployment. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during a rotator cuff repair procedure on (B)(6)2022, it was observed that the expressew iii w/o hook device was working, sticking and not cutting the needle. During in-house engineering evaluation, it was determined that the needle did not deploy as normally and got stuck. It was further determined that the trigger had to be manually pushed back to retract the needle to its original position. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.